Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is (B)(6) 2021. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2022, patient underwent revision surgery due to deformity of the femoral head following open reduction internal fixation (orif). On (B)(6) 2021, the patient underwent orif with trochanteric fixation nail advanced (tfna) augmentation for fracture of the trochanteric femur. After the surgery, the patient started walking with load as soon as possible. Deformity of the femoral head was confirmed by x-ray in mid-february 2022. The surgeon removed the tfna, and the patient underwent the bipolar hip arthroplasty on (B)(6) 2022. Procedure was completed successfully. This report is for a titanium (ti) end cap for tfna. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history: part # 04.038.000s, lot # 198p186, manufacturing site: bettlach, release to warehouse date: 15 june 2021, expiry date: 01 june 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.